Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported that the customer's insulin pump became stuck in a priming loop and insulin was squirting out, after an alarm was received. The customer's blood glucose was 8.5 mmol/l. The customer stated he had a back-up plan. Nothing further was reported.